Event description:
Tri-staple 2.0 reinforced intelligent reload reinforcement is not sutured onto stapler. This was observed when surgical tech applied surgical reload into the stapler handle at 1040. No injury to patient occurred. Removed from field immediately.